Event description:
Olympus was informed that the customer endoeye flex deflectable videoscope was returned to olympus for service/repair for a reported ¿no endoscopic image is shown¿ found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The service evaluation confirmed the customer¿s reported issue as the image was found to disappear during angulation. Additionally, the angulation is below standard specification, the bending section cover adhesive is partially missing, the control know movement is heavy/restricted, stains/dirt is difficult to remove from switch buttons (1, 2 and 3) and the universal cord. There are scratches on the bending section cover, control body, up/down and right left lever plate, the video connector, the light guide connector, the surface of the light guide connector and the video connector case.the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide details of the reported event. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The reported no image malfunction occurred during pre-case inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, the board inside the video connector, or the malfunction of the system. Olympus will continue to monitor field performance for this device.